Event description:
It was reported that during a da vinci s prostatectomy procedure, the jaws were misaligned on the maryland bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the reported issue. The instrument was returned with the grips misaligned. One grip tip was bent, causing side to side misalignment of the grips. There was a .017 offset at the tips. Engineering concluded that damage was likely due to mishandling. An additional observation not reported by the site were deep scratches on the main tube. The distal end of the main tube had various scratches that exhibited light material removal and a rough surface finish. Engineering concluded that damage was likely due to mishandling. An electrical continuity test passed. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.